Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-june-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was failed. The field service engineer (fse) dialed in to the station and asked the customer to reboot the machine. Once it restarted, customer was able to log in. The customer observed the process and verified that universal serial bus power-saving settings were not enabled. The fse confirmed that the customer was able to log in using bio ID multiple times. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bio ID required maintenance, and the fingerprint was not working. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bio ID required maintenance, and the fingerprint was not working. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.